Manufacturer narrative:
(B)(4). A follow-up report will be generated upon the completion of the investigation.

Event description:
International customer reported that a patient was undergoing placement of a ultrathane mac-loc locking loop multipurpose drainage catheter for drainage of cholecystitis. The physician was not able to withdraw the stylet after successfully performing a puncture. The physician then removed both the catheter and stylet together and observed that the line was disconnected. A replacement device was obtained to complete the procedure. There are no reported adverse patient consequences.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the device history record, documentation, drawing, instruction for use (IFU), manufacturing instructions, quality control, specifications, trends, and a visual inspection of the returned device were conducted during the investigation. The complaint device was returned with the stiffening cannula, and a visual inspection confirmed that the blunt stylet was inserted in the shaft. The stiffening cannula was able to be removed. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.